Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that reported that the patient was receiving good treatment again after the replacement. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: there were no significant anomalies found. The ins was received for analysis with no telemetry and no output. The ins battery was found to be depleted. No electrical anomalies were found with the hybrid circuit that would have caused premature battery depletion. According to the implant and explant dates stated, the ins was implanted for approximately 47 months. No parameter history was given so the expected life could not be determined. Based on the analysis of the ins, it appears this device reached a normal end-of-life condition. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device battery was explanted due to suspected early battery depletion. It was stated the patient was receiving less that 50% therapy relief. Additional information has been requested, a follow-up report will be sent if additional information becomes available.